Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) was returned for investigation (image 1-2). Visual inspection of the as returned product identified bone attachment and fracturing of the implant at the collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 19 (universal) and used for approximately 13 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review was completed for the subject lot number 60643568. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (60643568) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of event unknown / not provided. PMA/510k: k011028, k013227.

Event description:
It was reported that the collar of the implant fractured requiring implant removal. It was not indicated if the patient would need to return for additional appointments. Tooth #19.